Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument (pch) exhibited an electric leakage at the distal joint. The procedure was completed with no reported patient injury. Isi made multiple follow-up attempts to obtain additional information. However, the customer did not provide additional information.

Manufacturer narrative:
The instrument was found to have thermal damage on the yaw pulley. The instrument passed electric continuity. The instrument was placed a driven on an in-house system. The instrument passed the recognition and engagement tests. The conductor wire was not broken and was still attached to the yaw pulley. The conductor wire had insulation damage and the wire was exposed. The probable root cause of the thermal damage to the ceramic sleeve is primarily attributed to device design, as insufficient silicone potting on the ceramic sleeve allows a possible arc path during air firing. Clinical use of monopolar energy can result in thermal damage if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.